Event description:
It was reported that pump screen remained dark and would not turn on despite attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case, retry button presses, and connect to known working charger, but display still did not turn on, so pump was confirmed within warranty and scheduled for replacement, with instructions provided for backup therapy, storage mode, and return of failed pump.